Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in two false signal artifact monitor (sam) episodes. The sam episodes also showed high out of range pacing impedance measurements. The high out of range impedances and noisy signals were a result of a medical procedure. The device remains in service. No adverse patient effects were reported.